Event description:
It was reported that, after the implant procedure when running the auto setup feature, all three sensing vectors were out-of-range. The r-waves and t-waves were about the same size as the r-wave was too low. The patient passed in the primary and secondary vector prior to implant. The x-ray was reviewed, and the electrode tip is deviated to the left of the sternum. The doctor elected to reposition the electrode. This was done successfully with a good outcome. There were no additional adverse patient effects. The device remains implanted.